Event description:
It was reported that during parathyroid surgery some excessive noise with bipolar but interment and not much. Representative spoke to user about the bipolar noise from previous week and she said that it wasn¿t a huge deal and seemed to only happen when using wireless just doesn¿t pick up quickly and get an initial artifact but usually goes away. Overall case went fine. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1 serial number: unknown h6: img code g2005 belongs to product ID: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.